Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.5x10 mm nc sprinter; guide wire: sion. (B)(4). The device was not returned for evaluation and there was no reported device malfunction. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however, the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that during a procedure to treat a de novo lesion in the left anterior descending diagonal artery with mild tortuosity and mild calcification, pre-dilatation was performed with a 1.5x10 mm non-abbott balloon catheter. A 2.5x23 mm xience prime stent delivery system was advanced and the stent was deployed. A 2.5x10 mm nc non-abbott balloon catheter was used for post-dilatation of the stent. After post-dilatation was performed, an edge dissection was noted at the proximal edge of the stent. A 2.75x15 mm xience prime stent was implanted to cover the dissection to the ostium. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.